Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2020 to the flanks (abdomen) area and has developed paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2020 to the flanks (abdomen) area and has developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: a2, a3, a4, b5, d1, d4, and concomitant product.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2020 an (B)(6) 2021 to the flanks using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).